Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone [30 mg/ml] at a rate of 11.504 mg/day, clonidine [300 mcg/ml] at a rate of 115.04 mcg/day, bupivacaine [7.5 mg/ml] at a rate of 2.8760 mg/day, and baclofen [150 mcg/ml] at a rate of 57.52 mcg/day via intrathecal drug delivery pump for intractable spasticity. It was reported that there was an empty/dry pump but the hcp does not know for sure. There were no symptoms reported and the hcp was just trying to wean the patient off sedation. The patient is on IV fentanyl and was trying to wean them off but they need the pump refilled in order to do so.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.